Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room with a pericardial effusion, shortness of breath, and pain. Upon, review, the right ventricular lead had perforated the myocardium and the lead exhibited high capture thresholds. The physician performed a thoracotomy and explanted and replaced the lead. The patient was in stable condition post-procedure.